Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a bent grip tang at the force amplification pulley. The grip tang was bent, resulting in an abnormal gap at the grip interface. Components adjacent to this bent grip tang showed damage. The bent grip tang was consistent with repeated pinching of the conductor wire insulation during grip actuation, leading to wire displacement from the routing groove and localized flattening. Additionally, the instrument was found to have a segment of the conductor wire dislodged from the grip tang routing groove and the force amplification pulley. A loop of the wire was observed protruding above the outer surface of the main tube, with localized insulation damage at the displaced section. The protruding wire interferes with normal grip articulation, resulting in non-smooth gripping motion. The wire insulation was damaged; the internal conductor wires were exposed. Lastly, the instrument was found to have damaged conductor wire insulation at the grip tang routing groove. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of the bent grip tang is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments. Furthermore, the probable root cause of damaged conductor wire is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.